Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on (B)(6) 2016 that on (B)(6) 2016, the receiver displayed an error message for transmitter failure. No additional patient or event information is available. The pediatric patient did not meet the age requirement for use. Labeling indicates: the t:slim g4 system is indicated for use in individuals 12 years of age and greater.